Event description:
It was reported that the patient presented in clinic for follow up after receiving a vibratory alert for non-sustained lead noise due to noise. Noise could not be reproduced with isometrics or pocket manipulation. The device was reprogrammed. During a subsequent follow up, additional noise was noted. The patient will continue to be remotely monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.